Event description:
It was reported that the tps universal driver ran without user activation during set-up prior to a procedure. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Severe corrosion was discovered within internal components of the device.